Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(4). The report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that the during placement of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set into the vena subclavia, the central venous catheter (cvc) was placed along blood vessel and it could not be place smoothly. The operator withdrew the product and the guide wire was deformed and cannot be put in. During investigation of the deformed wire, photos indicated the wire was kinked and elongated. The patient did not experience any adverse effects due to this occurrence and no additional procedures were required. The device was returned for evaluation; however, at the time of this report the investigation is still ongoing.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the wire guide had two kinks, a separated mandril wire, and coil elongation with both solder balls present. Mandril separation, coil elongation, and one kink, were noted to be on the distal end of the device, which in this case, is the straight end of the wire guide (opposite to the j-tip). Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record and component work orders showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. C_t_ctulmabrm_rev7 [cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable] outlines: ¿-instructions for use 4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. [¿] 6. [¿] caution: to avoid vascular injury, do not use excessive force when advancing dilators. Use the smallest size dilator catheter placement will allow. Wire guide must always lead dilator by several centimeters. Do not advance dilator more than a few centimeters into the vessel. [¿] 8. Introduce the central venous catheter over wire guide. While maintaining wire guide position, advance catheter into vessel with a gentle twisting motion. (Fig. 1) -how supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.